Event description:
It was reported that the atrial lead exhibited noise causing inappropriate auto mode switching. The device would be reprogrammed at the next follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.